Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with an elevate system on (B)(6) 2011 to treat her urinary incontinence and/or pelvic organ prolapse. It was alleged that within months after the initial implant procedure, the plaintiff experienced complications from the mesh requiring add'l medical care and treatment and/or surgical intervention. It was additionally alleged the plaintiff suffered debilitating injuries including erosion, hardening, chronic pain, mental anguish, severe emotional distress, worsening urination. And other such damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.